Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a left inguinal hernia repair procedure on (B)(6) 2006. The patient experienced left inguinal pain postoperatively on an unknown date. The patient was treated with nerve block injections. The patient also experienced bowel problems.